Event description:
Same case as 6000089-2006-01215. It was reported that during a coronary drug eluting stenting treatment procedure, damage to the stent occurred. The physician attempted to direct stent a taxus express2 3.0x20mm drug eluting stent, but was unable to cross the lesion. Upon removal of the stent it was noted that the stent was flared. A new 3.0x20mm taxus stent was inserted, but would not cross the lesion. The stent was again removed. The physician then pre-dilated the vessel and the stent was successfully deployed using a whisper wire. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.